Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, there was a spark from a non-medtronic monopolar cord that ignited a drape down below the table out of the sterile field. Staff cut power and quickly put out a small fire. The flame was small (describe as a little bigger than a match) and melted the drape more than producing a large flame. About a 1ft x 2ft section of drape was affected. The drape was quickly cut above the melting/fire area and pulled away on the floor and was extinguished. There was a crack in the non-medtronic monopolar reusable cord that ignited the drape. There was no patient injury.